Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on an unknown date, the patient underwent primary surgery for right femur supracondylar fracture with df plate at another hospital. On an unknown date, non-union occurred. On (B)(6) 2023, the patient underwent removal surgery. When the surgeon tried to remove the locking screw of internally fixed the df plate, the tip of the extraction screw got stuck in the screw head and broke. The surgeon initially attempted extraction with a screwdriver but changed to an extraction screw because the screw head stripped. However, the locking screw did not move at all, and the tip of the extraction screw broke while the surgeon continued to apply counterclockwise force. The corner of the extraction screw buried in the screw head protruded and was cut with a carbide drill. Then, the protruding part was leveled so that it would not interfere with the soft tissue when the wound was closed. Finally, leaving the df plate and the screw that could not be removed in the body, the non-union area was freshened and replaced with autogenous bone. A long screw was inserted into another hole that was successfully removed to complete the internal fixation. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for an unk - screw: locking: trauma. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.